Event description:
A hemodialysis user facility has reported that during hemodialysis treatment, a patient became hypotensive with a blood pressure of 76/35 and lost consciousness. Patient was administered normal saline, placed in trendelenburg position and oxygen was applied at 6 liters via mask. He became conscious after receiving the normal saline, then again lost consciousness. Normal saline was administered, the patient's blood was rinsed back and dialysis treatment was terminated. The patient was transported to the emergency room (ER) via ambulance. This treatment was the first time that the patient's new arterio-venous fistula was used. Facility reported that the machine had a leak at the arterial line and that machine failed uf test. This machine was used on 3 different patients on the same day, each experiencing an issue during treatment. (The additional patient issues have been captured separately). Following the third issue, the machine was pulled from service and a manufacture field service technician evaluated the machine. The technician found the dialysate return line hose was severed at the hose clamp. Hose on the machine was replaced by facility technician and machine was returned to service.

Manufacturer narrative:
Based on the 45 pages of medical records information received by manufacturer it appears that during hemodialysis treatment on (B)(6) 2015, the patient was seen by his nephrologist who requested that more fluid be removed during the treatment, as his weight was unchanged after the past few treatments. The patient was instructed to hold his blood pressure medications and his diuretic on the days he received dialysis. During dialysis treatment on (B)(6) 2015, the patient had only 700 ml of fluid removed when normally he has 2 liters removed. After his syncopal episode, the patient was given a total of 1000 cc of normal saline. Instead of being negative for fluid removal, the patient was +300 cc and still had the syncopal event. The patient's nephrologist felt that his syncopal episode could have been due to a rapid fluid shift during dialysis or high access blood flow. Cardiology and neurological evaluations were performed during his hospitalization. The patient was scheduled to receive hemodialysis on (B)(6) 2015 in the hospital using lower blood flow, lower ultrafiltration target and low dialysate temperature in order to avoid syncope. The cardiologist concluded that it was possible that during dialysis on (B)(6) 2015, the patient's hypotension was due to rapid fluid fluxes. There was no indication that the patient's symptoms of hypotension and syncope during dialysis were related to his cardiac status. The patient was discharged from the hospital on (B)(6) 2015. During his hospitalization, his blood pressure was stable and he had no further syncopal episodes. Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.